Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, failed to aspirate the complete amount of sample in row f. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.